Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), variable pacing impedance and had also displayed high pacing impedance. A lead revision procedure was attempted but the left subclavian vessel was occluded approximately five centimeters beyond the point where the lead entered the vein. The venogram was reviewed with an interventional cardiologist who felt the vein was amenable to balloon dilatation, but the procedure could not be performed that day. The lead currently remains in use and the subclavian intervention and lead replacement will be performed at a future date. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has been capped and replaced. No patient complications have been reported as a result of this event.